Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. It was noted that the error 3094: message - 1114-2 the [intelanav mifi oi ] magnetic sensor is either disconnected or broken occurred. The procedure was rescheduled due to this event.

Manufacturer narrative:
Visual inspection of the device showed dried saline in the luer and on the tip. The device did not have any obvious visible defects. The mini electrodes were examined microscopically and no definitive cracks in the mini electrode collars were noted. Continuity checks revealed magnetic sensor was found open in the straight and left curve position. All other electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device lumen was leak tested. The pressure decay values were within an acceptable limit. X-ray of the catheter showed a broken sensor wire at the attach area. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. However it was noted that the error 3094: message - 1114-2 the [intelanav mifi oi ] magnetic sensor is either disconnected or broken occurred. The procedure was rescheduled due to this event.